Event description:
Reporter noted smoke from the back of unit and a blank screen. The device was shut down, and the procedure was completed using another unit. The following day the patient complained of blurred vision and photophobia. The surgeon observed corneal edema and inflammation and treated the patient with additional intravenous and ophthalmic antibiotics.